Event description:
N/a.

Manufacturer narrative:
The directlink icp module was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00363. A facility reported that a patient had both an evd and a codman icp basic microsensor using direct link: "the evd was reading 20-22mm hg and the evd was -15 to -17mm hg. The staff did not rely on the microsensor because it was not reliable. The waveform did match the evd but again, the reading was inappropriately low given the patient condition. I walked the np through the procedure and all steps were followed. I also went to the account to troubleshoot. We tried connecting the direct link to a transport monitor and got the same -17 mm hg reading. Philips, who makes the monitor was called and a conversation with both a technician and a clinical specialist occurred. Review setting up the philips modules with the direct link and how to appropriately label them. There was a new pressure module, so we know it was providing enough power." The mcrosensor was explanted (B)(6) 2021.